Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring at 125 ohms on the right ventricular (rv) channel. This device currently remains in service. No adverse patient effects were reported.